Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 500 mg/dl. Troubleshooting was performed. The customer stated that the insulin pump alarmed. Reviewed the alarm history and revealed several alarms. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.